Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not stay in standby mode. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device would go into standby mode momentarily and then would take itself out of standby mode. The rse found that the flow was out of specification, showing -1.3lpm when set to 0lpm. The rse advised the customer to replace the flow sensor assembly. The customer ordered the replacement part. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated in the good faith effort (gfe) response received on 24jun2024, that the patient information from the time of the event was unknown. In the same gfe response from the customer, it was confirmed that the customer had successfully replaced the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) ribbon cable to resolve the device standby mode issue. The customer did not order the torque adapter to assist in the installation of the fsa and had not replaced the da pcba. Following the fsa and da pcba to mc pcba ribbon cable replacement, the customer completed a full preventative maintenance procedure to confirm that the device returned to full functionality, and then returned the device to service. The customer stated that neither of the replaced parts will be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer contacted a remote service engineer (rse) on 22may2024 requesting help with the installation of the flow sensor assembly (fsa). The rse provide the customer with the part information for equipment which allows the installation of the fsa. On 23may2024, the customer again contacted an rse and communicated the same issue of the device showing -1.3lpm when set to 0lpm. The rse instructed the customer to verify the low pressure plug is installed into the internal leak orifice, verify the calibration analyzer is set to measure air in stp mode, verify the ventilator gas outlet port is unobstructed, perform the air flow sensor zero calibration, replace the fsa if the air flow sensor reading is not within the limits as compared to the calibration analyzer, install a different air flow sensor to data acquisition (da) cable, then replace the da printed circuit board assembly (pcba). The customer stated that they had already replaced the cable and fsa, so they would order a da pcba. It is unknown if the customer completed this advised da pcba replacement. The customer called back on 28may2024 and communicated the same device issue, showing -1.3lpm when set to 0lpm. The investigation is ongoing.